Manufacturer narrative:
Follow-up # 1 ¿ (02/07/2015). The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/26/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high when compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 6.30pm on (B)(6) 2014. The patient reported obtaining blood glucose readings of ¿569, 450 and 394mg/dl¿ on the subject meter. The patient manages their diabetes with an insulin pump. The patient reported skipping their usual dose of insulin in response to the alleged product issue. The patient denied developing any symptoms. The patient reported contacting an hcp by telephone and was advised to wait a while and then re-test their blood glucose. The patient denied testing on any other device at this time. At the time of troubleshooting the csr walked the patient through a control solution test. The results from this control solution test fell below the accepted range as printed on the test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s did not develop any symptoms due to the alleged inaccurate readings and received no medical treatment aside from hcp advice by telephone. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.